Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(6). Device is not distributed in the united states, but is similar to device marketed in the USA. A device history record review was performed for the subject device lot. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The subject device has been received and is currently in the evaluation process. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that during an unspecified surgery on (B)(6) 2016, there was a compatibility problem between the screw and dynamic hip system plate. The implants were immediately exchanged for different implants. The surgery was delayed approximately 10 minutes due to the reported event. There was no reported harm to the patient. This report is 1 of 2 for (B)(4).

Manufacturer narrative:
Implant and explant dates: due to the intraoperative event, the devices were not implanted or explanted. Product investigation summary: the following devices were received for evaluation: part 280.490s: dhs/dcs-scr ø14 l90 sst / lot number 9118936 ¿ received with the positioning groove expanded and damaged. Part 02.224.203s: lcp dhs-pl 130° 3ho l76 stand barrel sst / lot number 9570301 ¿ received with scratches all over on the surface and the threaded bore near the barrel damaged the measurable dimensions of the dhs-plate were, as far as possible, checked and found to be in compliance with the technical drawings. The bore diameter, with tolerance dimension of maximum 8.06mm and minimum 7.97mm, was measured with the dimension results of 8.00 mm and passed. Also, the distance 7.20 0/+0.1mm between the inner parallel faces of the barrel was found to be within specifications with a measured dimension of 7.27mm. The relevant dimensions of the dhs-screw cannot be investigated due to the damage and deformation. The device history record reviews show that the production procedures for each device were according to specifications with no issues that would contribute to the complaint condition. Unfortunately, the limited information in the complaint description is not enough to confirm how this happened. Based on the investigation results, it is likely that the connection between the wrench and the screw was not aligned as intended and therefore this occurrence, in combination with a mechanical overload situation, led to the malfunction of the devices. Please note: in order to prevent such occurrence, and to ensure a correct load transfer, it is crucial to have an appropriate connection between the dhs-screw and the connecting screw, which is guided through the wrench. No product fault could be detected. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.